Event description:
Per the clinic, the patient¿s device developed multiple electrode anomalies. The patient was explanted 2009 and the patient was reimplanted with a new device during the same surgery.